Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old male patient had impella cp pump inserted in an unknown location for myocarditis. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported the patient experienced bleeding at the impella access site. Since bleeding could not be controlled, impella was surgically removed. The cardiac surgeon sutured the blood vessel and hemostasis was obtained. The patient did have physical movement; however, the relationship between physical movement and bleeding is unknown. Furthermore, it was indicated that the patient experienced a vascular injury. The injury required treatment; however, details of the treatment were not provided. No further information was provided.